Event description:
It was reported that a system fault occurred while exchanging instruments on the system's left arm. The system was powered down and would not restart. No patient harm was reported. It was reported that the surgeon had just entered the patient's abdomen when the system fault occurred. The surgeon chose to stop the procedure and close the patient's incisions.

Manufacturer narrative:
The investigation by isi field engineering concluded that a multiple servo driver (msd) printed circuit assembly had failed. The hospital's system was repaired by replacing the faulty msd. The hospital's da vinci system passed testing after the repair was performed. The msd was evaluated by engineering. It was determined that an internal short within the pca fabrication was causing an over current fault. As of october 5, 2004, this issue has not returned at the hospital since the system was repaired.